Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received indicating, the reported issue occurred during a pre-use inspection for an unknown therapeutic procedure. It was noted, the intended procedure was completed successfully with a similar device. Since the subject device was manufactured over 15 years ago, device history record (DHR) could not be checked. Based on the results of the investigation, failure caused by water leak from the cable and head part (imaging part) was confirmed. It is therefore possible that the reported phenomenon ¿sandstorm image is displayed¿ occurred because the video function did not work properly due to water leak from the cable and head part (imaging part). However, the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, scratches were noted on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, the camera head the imaging cable part was noted to be flooded, and image defect was noted. There was no harm or user injury reported due to the event.